Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break and balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel of the right leg below the knee. A 3.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, upon inflation, the balloon did not blow up. Higher pressure was applied until the balloon was inflated. When the stent was expanded, the balloon would not deflate. The device was attempted to pull but the shaft broke about 40mm back from the top of the balloon. The balloon was popped and was removed from the patient's body with a snare in a partially inflated state. The procedure ended successfully with no patient complications reported.